Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.

Event description:
The participant reported experiencing a burning sensation at the site of device placement on the same day it was applied, (B)(6) 2024. The following day, the participant noticed redness and itching around the area, along with a persistent burning sensation. On (B)(6) 2024, the participant visited the site because the monitor was malfunctioning. During this visit, the adhesive/patch was replaced, and it was confirmed that the participant was experiencing a skin reaction. However, the participant agreed to continue wearing the monitor. In the subsequent days, the participant continued to exhibit the same symptoms and decided to change the adhesive at home. During this process, the participant observed that the area was very red, sand sensitive, and had what she described as a blister or raised bumps. The day before visit 3, week 2, the participant decided to remove the patch. The ae was classified as mild since the participant did not receive any treatment for this event and continued to use the device.